Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose. The customer was trying to get their blood glucose level down below 400 mg/dl and treated it with shot. The customer also reported that the insulin pump had blank display and they got a low battery message swapped out battery. It was also reported that insulin pump was not exposed to moisture and contacts on the battery cap was not missing or damaged. The customer reported that the display returned and battery change resolved issue. The customer declined further troubleshooting on insulin pump. The insulin pump will not be returned for analysis.